Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the last bolus and basal delivery was noted on 02/10/2013. A review of the pump alarm history revealed the pump emitted a ¿no delivery, exceeds tdd¿ warning on (B)(6) 2013 at 4:43pm; the warning was confirmed and delivery resumed on (B)(6) 2013 at 9:50pm. Typical alarms and warnings were recorded in the pump alarm history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On (B)(6) 2013 the reporter contacted animas stating that the patient was admitted to the hospital on (B)(6) 2013 with elevated blood glucose (bg) over 400mg/dl with ketones, nausea, and vomiting. The patient was reportedly removed from the pump and placed on an insulin drip in the ICU. The patient was reportedly discharged on insulin pump therapy on (B)(6) 2013 with a bg around 100mg/dl. Customer support reviewed the pump with the reporter and found all settings and histories are correct. The reporter noted that the patient saw the healthcare provider on (B)(6) 2013 and settings adjustments were made at that time. Troubleshooting indicated no issues with the pump, sites, or sets. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.